Manufacturer narrative:
Customer reported that motor was not running. Device seal was broken on bottom case and plunger assembly. It was cracked on lower right front corner of top case. Multiple occlusion tests were performed and unable to duplicate the motor not running error. Replaced stepper motor and worn coupling for preventive measure. Performed pm maintenance and all functional testing.

Event description:
It was reported that the device had motor error issue. No patient injury was reported.